Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Icc sales rep stated the steering caster guide cracked while in operation.